Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Perforation/ tamponade is a potential complication associated with transvenous leads/ catheters. It is included in the list of potential complications given in the instructions for use.

Event description:
The patient presented in clinic with chest pain. X-ray imaging was performed and revealed a cardiac perforation due to the right ventricular (rv) lead. The event was resolved by repositioning the rv lead. No evidence of cardiac tamponade or other complications were observed. The patient was in stable condition.